Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that anti-e and anti-jk(a) of one patient sample was missed with biotestcell 1&2 when testing on tango optimo. Both antibodies were detected in an external reference laboratory. The anti-jk(a) only reacted positively with the enhancement of polyethylene glycol (peg). The customer has returned the supposedly defective product and the patient sample that had caused false negative test result was returned, too. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.